Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, a foreign material was noted. During the unpacking of an encore 26 inflation device, a hair was noted on the three way stop cock. The procedure was completed with another device. The device did not come into contact with the pt.